Event description:
It was reported that the patient was charging frequently and lost efficacy of current setting. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago prior to the date the manufacturer became aware.